Manufacturer narrative:
Concomitant medical products: 694758, lead, implanted: (B)(6) 2011, 4054, lead, implanted date: unknown, 4055, lead, implant date: unknown.

Event description:
It was reported that the left ventricular (lv) lead exhibited high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.